Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported multi system organ failure (msof) could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27sep2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Death is also listed as an adverse event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was labeled as a high-risk implant. The patient¿s post-operation was complicated by multisystem organ failure and hemodialysis requirement. The pump was functioning as expected. The family decided to withdraw care on (B)(6) 2019 and the patient subsequently expired. The cause of the patient death was not deemed to be associated with the pump therefore was not explanted for analysis.